Event description:
It was reported that following the implant of an elevate anterior the patient experienced urinary retention. It was noted that the elevate did not contribute to the retention. The "patient is being watched and trained on timed voiding to help retrain a dysfunctional bladder." The elevate remains implanted. No further patient complications have been reported in relation to this event. Related to manufacturer report number: 2183959-2015-00299.